Event description:
It was reported that the patient was experiencing a burning sensation and a shocking or jolting sensation. The burning felt like her nerves were on fire and jolting/shaking sensation felt like where spine bones poked out from her back. The sensation began at her ins and traveled up her spine to her neck and began approx. 1 month ago. They could not adjust her settings because she felt like she was putting her fingers into a light socket if she would try to make any adjustments with her patient programmer. There were no falls/body trauma noted that could have contributed to her issue. It was recommended that the patient turn her ins off until she could be seen by her physician. It was noted that the sensation was not that bad when she had her ins off but then the pain in her finger would become excruciating when she had her ins off. The pain in her finger was about 80% better but still had some pain so that was why she wanted to increase her current 1.7 settings. Sometimes the burning/shocking sensation was so severe she felt like she had to lay her head down. Numbness on patient's left side of her body and no feeling in her left leg was noted. This began after her ins system was implanted (B)(6) 2011. It was also noted that her 2 fingers were very numb. The patient was going to see a neurologist. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the cause of the event was due to lead migration. No abnormal impedance measurements were noted. An MRI/CT/x-ray taken on (B)(6) 2012 indicated lead migration. Surgical intervention, lead revision, took place on (B)(6) 2012.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was experiencing spasms while her stimulator was turned on. The patient stated that a lead was on her 'sciatic nerve' and that the lead 'shifted' about ¼ of an inch at the top of the spine. The patient was scheduled for a revision. The stimulation helped control the pain, despite the spasms. Additional information was received. The patient stated they had a lead and stimulator revision and that the therapy is 'fabulous' since they moved the lead. She has a follow up appointment scheduled for (B)(6) 2012.